Manufacturer narrative:
G4: 21jan2020. B4: (B)(6) 2020. Additional information was obtained that this battery was found to be defective out of the box during service of the battery failure reported on MFR. Report# 2031642-2019-10230. The customer confirmed that they received the battery replacement and the problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/17/2019.

Event description:
It was reported that a battery caused the diagnostic code related to battery failure. There was no patient involvement.